Manufacturer narrative:
Tw (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/03/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There wee no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed in the photograph. An investigation was conducted on 03/18/2025. A visual inspection was conducted. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No additional testing was conducted due to the condition of the heater wire. No other visual defects were observed. Based on the photographic evaluation, the returned condition of the device as well as the evaluation results , the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000447535 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview hemopro 2 malfunctioned during branch ligation. It was confirmed the endoscope was inserted first prior to hemopro wand. Another evh kit was opened to complete the procedure without further incidence. No procedural delay except to open another kit. No patient injury reported. The complainant provided a photo. The heater wire appears to be flexed at the center of the jaw